Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer ran a 5.0 u fixed prime and the insulin did exit and pump alarmed no delivery. Customer has had problems with the bent cannulas. Customer was advised to remain disconnected. Customer pushed the insulin slowly through the tubing and the insulin did exit. Customer receives no delivery alarms during regular basal. Customer has received a no delivery alarm during basals and bolusing. When the customer presses the act button to fill the cannula, they receive a no delivery alarm. Customer reported that this has happened before. Customer stated that they have tried all remedies. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer declined to return the pump. No additional information provided.